Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement indicator. Analysis performed, indicated normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. The device was able to connect with bluetooth (ble) normally. The reported event of no ble telemetry could not be confirmed.

Event description:
During a follow-up in clinic, the device was unable to be interrogated with bluetooth. Several attempts were made to uninstall and reinstall the application with no success. The device was explanted and replaced. The patient was stable.